Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not set to surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and did not set the ipg into surgery mode. The ipg failed to establish communication with external device. The ipg was replaced to reestablish effective therapy. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported event could not be conclusively determined.